Event description:
Pt stated that the lot number, printed on the strip vial, has smeared. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.